Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient¿s parent reported inaccurate cgm values which occurred the day the sensor had been inserted into the abdomen. The patient¿s cgm displayed 126 mg/dl; however, she experienced a headache, body aches, nausea, and vomiting. A bg was performed which was over 500 mg/dl. The parent treated the patient with insulin (humalog) according to a sliding scale. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.